Event description:
The iab was inserted into the pt in the cath lab on 3/7/97 and the pt went to the ICU. On 3/8/97 at approx 0700, the staff noted blood coming back in the cath and the "blood detected" alarm sounded from the pump. The iab was removed and the pt was taken to surgery for CABG and is recovering well. On 3/12/97, co also received the mandatory medwatch form from the dist; uf/dist report number 2026191-1997-0015. Event complications: none from the event - reported 3/12/97. Pt's current status: doing well - rpt'd 3/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.